Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead. It was recommended to evaluate the patient in-clinic or plan a lead revision. No additional intervention or adverse patient consequences were reported.